Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. -

Event description:
Asr revision. Original thr on r hip in (B)(6) 2006. Resurfacing implant then revised in (B)(6) 2006. Left hip (B)(6) 2007 with the asr acetabular head. Presently patient having trouble with the right hip - pain and stiffness and doctor has done diagnostic tests - MRI, CT, ultrasound and bone density tests and doctor requires additional blood tests and further tests performed. Possibly looking at another revision in (B)(6). (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Asr revision. Asr xl. Reason for revision: unknown (not pain as previous) products - cup - 999804956 / 2297154. Head - 999890149 / 2337023. Taper sleeve - 999800105 / 2326238. Primary surgery - (B)(6) 2007. Revision surgery - (B)(6) 2011. Update received: 9th december 2013 - added revision reason for left side: alval / soft tissue reaction. Update 6/14/2017 review of crawford update information for MDR reportability complete. No new information with regard to the left hip. Agree with all MDR decisions made. Complaint updated on: 7/12/2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.